Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hysteromyoma on (B)(6) 2020 and a barbed suture was used. During the procedure, the suture broke when sewing. Changed another one to complete the surgery. There was no report on patient's injury. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/05/2020. Additional h3 investigation summary: it was received for analysis a paper lid and a used needle-suture piece of product code sxpp1a405. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected; however, marks on the body needle that appears to be by surgical instrument were observed; the suture piece was examined, and the end isn't broken, it's cut appears to be by de use of a surgical instrument. Due to the condition of the sample the functional test can¿t be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records could not be reviewed as the batch number is unknown. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/04/2020.